Manufacturer narrative:
The insulin pump was received with critical pump error and unable to download due to moisture damage on the electronic assembly. We were unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to verify unexpected black/blank display due to critical pump error. The device had minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was 291 mg/dl at the time of incident. Troubleshooting found that the alarm cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.